Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge and insulin gauge were inaccurate. Customer continued to charge pump to resolve the battery issue and no adjustments were perform to address the inaccurate insulin gauge. Customer's blood glucose was not impacted.